Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in. Pact admiral balloons were used to treat the proximal, middle and distal superficial femoral artery (sfa). Approximately 32 months post procedure patient suffered occlusion of the proximal sfa (target lesion). The patient presented with pain in left leg and limited walking distance to only 10 meters. Also the patient reported a cold foot on the left. Occlusion of proximal sfa was seen on duplex ultra sound. Patient was given heparin then changed to eliquis during hospitalization. Percutaneous transluminal angioplasty of the left proximal sfa was completed with non-medtronic rotarex, plain old balloon angioplasty and drug coated balloon. The patient recovered.